Event description:
In (B)(6) 2009, the surgeon performed a right si joint fusion using three ifuse implants. The pt had some complaints of right posterior thigh and calf pain after surgery. The pain worsened. A CT scan showed that the l5-s1 articulation was partially segmented. The anatomy of the proximal sacrum was asymmetric left to right. The proximal implant on the right side was somewhat cephalad and broached the ala and abutted the right l5 nerve root. Four weeks after the index surgery, the surgeon performed a revision surgery to re-position the proximal of the three implants by pulling it back about 5mm. The pain in the pt's right leg resolved completely. The pt's si symptoms have improved. No residual right leg pain, numbness or weakness. Final CT scan shows all implants in good position with bridging bone across the si joint.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant. The exact date for the revision surgery could not be obtained. Only that it occurred in (B)(6) 2009.